Event description:
Surgeon reports patient involved in secondary accident 20 months post implant surgery resulting in a new fracture and broken i.m. Nail implant. Surgery required to repair new fracture and replace i.m. Nail. No indication of product defect.